Manufacturer narrative:
Article: long-term results with vagus nerve stimulation in children with pharmacoresistant epilepsy. Alexopoulos, a. Et al. Seizure 2006 pp. 1-13. See scanned pages.

Event description:
It was reported in an article following pediatric patients that were implanted with vns, that a patient with multifocal epilepsy developed a post-operative wound infection, that was treated successfully with intravenous antibiotics. There is no allegation of device malfunction. Good faith attempts to obtain additional information from the author of the article have been unsuccessful to date.